Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test, and self-test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 112.0 received the low battery alert (104) on 08/29/2025 12:42:00 after more than 7 days at 47.44 days. Battery cycle 111.0 received the low battery alert (104) on 07/12/2025 13:22:00 after more than 7 days at 40.22 days. Battery cycle 110.0 received the low battery alert (104) on 06/02/2025 02:27:00 after more than 7 days at 9.26 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 29-aug-2025 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, battery tube threads cracked, cracked keypad overlay, stained keypad overlay. The p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. No power errors noted and passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the first supplemental report 2032227-2025-265949-1. The information has been provided in section h11 (updated analysis summary) with this report. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test, and self-test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 112.0 received the low battery alert (104) on 08/29/2025 12:42:00 after more than 7 days at 47.44 days. Battery cycle 111.0 received the low battery alert (104) on 07/12/2025 13:22:00 after more than 7 days at 40.22 days. Battery cycle 110.0 received the low battery alert (104) on 06/02/2025 02:27:00 after more than 7 days at 9.26 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 29-aug-2025 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, battery tube threads cracked, cracked keypad overlay, stained keypad overlay. The p-cap/reservoir does lock properly. Pump passed required testing, and no drive/motor anomaly-rewind alarms noted during test. No power errors noted and passed all required testing. Unable to confirm belt clip damage due to clip was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported that the belt clip had just broken, new batteries were being rejected, and rewind errors were occurring frequently. The customer reported no adverse event. The event involved product(s) mmt-1880 and acc-1601. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880 and acc-1601.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.